Event description:
On december 4, 2007, gore became aware that a lawsuit had been filed against it and other defendants in the circuit court arising out of the death of a woman. Gore's current knowledge of the event consists solely of the allegations in the complaint in the lawsuit. Gore has not yet confirmed , one way or the other, any of the allegations in the lawsuit and it has not seen the medical device at issue. The complaint alleges that in 2005, the decedent received in her left thigh a replacement graft, identified in the complaint as a gore-tex intering, for dialysis treatments. According to the complaint, prior to her death, the decedent had experienced repeated episodes of acute bleeding in the vicinity of the graft for which she was treated at a local hospital. The complaint further alleges that nine months later, the decedent allegedly suffered acute blood loss while sleeping and died as a result. Further investigation is pending.

Manufacturer narrative:
Device resides in coroner's office. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.